Event description:
Patient scheduled for tka (total knee arthroplasty) revision. During surgery it was discovered broken metal component at the anterior aspect of the tka tibial tray with poly instability and locking failure. Implants given to rep to send back to s&n (smith & nephew).